Manufacturer narrative:
Block h6 : on (B)(6), 2020 during the installation of an innova 630 system, the gehc field service engineer was in the technical room and while trying to pass under an opened positioner's rack, he stand up before completely passing through and hit his head with the corner of the rack. It resulted in a laceration of the head and required 5 stitches. As per the investigation, there are no sharp edges by design in the cabinet. The laceration was caused by the force of the impact on the metallic part. There is no usability issue, it is an isolated human error. No further actions are necessary.

Manufacturer narrative:
Patient information are not provided yet. Full UDI is (B)(4). Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2020 during the installation of an innova 630 system, the gehc field service engineer was in the technical room and while trying to pass under an opened positioner rack, he stand up before completely passing through and hit his head with the rack. It resulted in a laceration of the head and required 5 stitches.